Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly. Dried blood was on the pusher assembly distal shaft and the embolization coil. Conclusions: evaluation of the returned ruby coil revealed that the device was advanced out of its introducer sheath during the customers investigation; therefore, the reported complaint could not be confirmed. Further evaluation revealed a functional device and dried blood on the pusher assembly distal shaft and embolization coil. During functional testing, the ruby coil was advanced through its introducer sheath with resistance due to the dried blood and then through a demonstration lantern without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils, a non-penumbra microcatheter and a guidewire. During the procedure, the physician successfully implanted a ruby coil into the target vessel. While attempting to advance the next ruby coil, the physician encountered resistance and could not advance the coil past its initial position within its introducer sheath. Therefore, the ruby coil was no longer used in the procedure. The procedure was completed using five other ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.